Manufacturer narrative:
B2, H1: A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and screw were placed in the patient's spine in a different position than desired with navigation involved, and non-removal / non-replacement of the deviating screw placed into the intervertebral foramen would have expectedly led to a critical harm to the patient, since it was affecting the nerve root right C7 as per the surgeon, although according to the surgeon (treating clinician): The deviation of the spine screw was detected by the surgeon with an intra-operative CT scan, and it was removed and re-placed to its intended position with a combination of conventional methods and navigation at the very same surgery. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of ca. 40min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, H7: A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery on the cervical spine for an osteosynthesis of vertebrae C3 to C7, due to a fracture (unstable disc rupture) at C5/C6, with intended placement of 10 spine screws bilateral, was performed with the aid of the display by the Brainlab Spine & Trauma Navigation 3.0. From an intra-operative CT scan, the surgeon detected that the spine screw placed in vertebra C6 right deviated from its intended position, shifted caudally by ca. 3-4mm, breaching into the intervertebral foramen of C6/C7. The surgeon decided to remove the deviating screw and to re-place it to its correct position with a combination of conventional methods and navigation at the same surgery. According to the surgeon (treating clinician): Non-removal / non-replacement of the deviating screw placed into the intervertebral foramen would have expectedly led to a critical harm to the patient, since it was affecting the nerve root right C7. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of ca. 40min.There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.